Event description:
It was reported that the target lesion was an eccentric, de novo lesion in the proximal right coronary artery, with moderate tortuosity, mild calcification and 90% stenosis. A non-abbott guide wire was placed and an attempt was made to pre-dilate the lesion with the voyager rx 3.0 x 20 mm, but it ruptured at 6 atmospheres during the first inflation of 10 seconds. It was changed to a 3.0 x 20 mm non-abbott balloon and there were no issues dilating the lesion. The procedure was completed. There was no adverse effect to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide catheter: heart rail ii jl4. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation attempt. Ultimately, return of the voyager may have aided the investigation in determining a cause for the experienced rupture. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.